Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was discovered to be dislodged via a chest x-ray during a routine follow-up in clinic. The lead was explanted. The patient was stable post procedure.

Manufacturer narrative:
Uf/importer report # (B)(4).